Manufacturer narrative:
Follow up #1 05/17/2017. Device evaluation: the pump has been returned to animas and evaluated on 05/02/2017 with the following findings: the pump¿s black box showed no evidence that the pump was not rewinding correctly. There were no rewind attempts observed in the pump¿s black box on the date of the alleged event. The black box indicates that the pump was manually suspended on (B)(6) 2017 at 00:29 and deliveries never resumed. The pump¿s keypad was fully responsive. The recorded total daily doses of insulin added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated. The battery compartment was found to be cracked.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contact animas alleging the patient¿s blood glucose on that day was 19.3 mmol/l with excess urination and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump¿s piston rod would not rewind. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.